Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient was advised to update to operating system 9.2.1 then un-install and reinstall the application. Patient paired and un-paired the transmitter periodically since (B)(6) 2015 but did not get full months from the time he pairs. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.